Event description:
It was reported, there was a volume discrepancy and a suspected catheter issue. A volume discrepancy occurred where the actual volume aspirated was 40ml, so the pump was full when the healthcare provider (hcp) expected less. The reporter stated that a prior catheter revision was completed for "the same issue". Along with the volume discrepancy, the patient was experiencing underdose symptoms; a less than expected response to baclofen and increased spasticity. It was later reported that the hcp attempted a catheter dye study on (B)(6) 2012 and was unable to aspirate the catheter. The hcp also attempted to inject contrast through the catheter access port (cap) and was unable to inject either. There were no noticeable kinks or obstruction on x-ray. A rotor study was performed as well, which showed a 60 degree rotation as expected. There were no motor stalls reported in the pump logs. The patient was scheduled for surgery/catheter revision on (B)(6) 2012. It was unknown if it was planned to replace the pump as well are revise the catheter. The medication in the pump was baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).